Event description:
A malfunction alarm identified as "malf 9" was reported, and the situation did not adversely affect the customer's blood glucose level. Although the customer was without her charging pad and had not reset the pump within the last 24 hours, she planned to call back once she returned home to complete the pump reset with the necessary assistance from technical support. No additional information was received regarding the resolution of the event. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.